Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The nozzle unit in the gas module were replaced but not returned for investigation. The ventilator passed all safety and functional tests and was cleared for clinical use. No ventilator logs were provided. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance (pm) that must be performed every 5000 hours of operation or at least once a year. If the nozzle unit is faulty, the patient may receive an amount of o2 in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Since no parts were returned for investigation, the root cause of the reported failed pressure transducer test could not be determined.

Event description:
Manufacturer ref#: (B)(4).